Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing alarm and air in tubing. No patient consequences were reported. No adverse effects were reported.